Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged chronic catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 10fr t/l hickman chronic catheter. Usage residues were observed throughout the sample. The white-luered lumen had been repaired. The red-luered lumen appeared exhibit narrowing just distal of the crimp collar. Tactile inspection of the sample revealed tensile weakness, necking and clamp impressions just distal of the crimp collar. An attempt to infuse water through the sample revealed all three lumens to be patent to infusion; however, during hydraulic pressurization ballooning of the red-lured extension tubing was observed just distal of the crimp collar. Microscopic inspection of the sample confirmed the presence of clamp impressions outside of the ¿clamp here¿ region. The observed tensile weakness, clamping impressions and catheter aneurysm were consistent with damage caused by clamping the extension tubing just distal of the luer assembly crimp collar. Clamping in this region compresses the catheter tubing between the clamp and the luer adapter stem, resulting in catheter damage. The product IFU states ¿always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Bas engineers found ballooning on the red lumen of the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Bas engineers found ballooning on the red lumen of the catheter.